Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was broken and the ring was bent.

Event description:
It was reported that during a preventive maintenance check, the epg (external pulse generator) passed all parameters, but it shut off twice during the device check. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.